Event description:
Customer reported his blood glucose was low at 50 mg/dl because he had not eaten anything. Customer stated that the sensor was reading 159 mg/dl with no arrow going either way. Customer stated he did not receive any alarms for his low blood glucose. Customer treated with glucose tablets and was not by himself. Customer received a calibration error; he was advised on proper calibration protocol. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.